Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site due to not enough fat to pad the ipg. The patient underwent an explant procedure, and the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: (B)(6).